Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratches on lcd window and cracked case near display window corners. No moisture damage on electronic assembly.

Event description:
Customer reported via phone, she went into the pool and forgot to take her insulin pump off. She turned the insulin pump back on and the numbers kept ramping on the screen when she was attempting to bolus. Customer's blood glucose was 233 mg/dl. Troubleshooting was performed. Customer stated the device has not alarmed after being exposed to water only the buttons are not functioning. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.